Manufacturer narrative:
The customer¿s report that the tubing set had a crack in the tubing and leaked was confirmed on the received bottom section of a set model unknown. The reported crack was determined to be a vertical cut on the tubing above the male luer. Functional testing was not performed due to receiving only the bottom ten inch section of the set. The root cause of the cut in the tubing was not definitively determined.

Event description:
It was reported that tubing set leaked unspecified chemotherapy medication. Upon inspection, it was noted that the tubing set had a crack. Although requested, no additional information was provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that tubing set leaked unspecified chemotherapy medication. Upon inspection, it was noted that the tubing set had a crack. Although requested, no additional information was provided.